Event description:
It was reported the 355sd was used during an unknown procedure. It was reported by the affiliates, button to activate the safety shield does not lock (sometimes it does, but mostly not) and so the device could not be used in an appropriate way. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49872. Ees #.981329/j. Device-a. Endopath dilating tip trocar: based on the info rec'd an functionality testing, instruments a & b failed to arm due to a skewed end cap weld. Instruments c & d functioned as intended.